Event description:
It was reported that during treatment utilizing a renasys foam filler kit, air leakage occurred. It was confirmed that there was a damage on the softport. The fixation strip was applied and the treatment was continued. There was no patient harm. No delay was reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the leak was confirmed immediately after treatment started, therefore, there was not potential harm to the patient and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.